Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they felt stimulation more in their lower back. The patient noted that they were on antibiotics for a prostate infection. It was indicated that the issue was not resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.